Event description:
Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to reprogram the device.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2500 ohms, noise and oversensing. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The lead remains in service. No adverse patient effects were reported. Additional information was received which reported that the device was reprogrammed. No adverse patient effects were reported. The lead remains in service. Additional information was received that the hcp performed pocket manipulations and the impedance went back down to 480 ohms. Ts discussed increasing follow up. It was noted that this patient is 89 years old and it might be considered to turn tachy therapy off as this patient does not pace. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2500 ohms, noise and oversensing. The patient was not pacemaker dependent at that time. The health care professional (hcp) had done troubleshooting in which normal measurements were found, and no noise could be reproduced. Boston scientific technical services (ts) discussed possible causes. The lead remains in service. No adverse patient effects were reported.